Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had 99% stenosis, mild calcification, and moderate tortuosity. The esprit balloon catheter was engaged for a pre-dilatation and first dilatation was performed at 6 atm for 30 seconds. During the second inflation, the balloon ruptured at 8 atm. A pinhole was observed in the distal shoulder. A pixel was deployed and the procedure was completed. No additional event or patient information is available

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was moderately calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation, the balloon ruptured. However, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.